Manufacturer narrative:
Suspect device: compact test drum.

Event description:
Customer reportedly obtained results of 349mg/dl and 119mg/dl on the compact plus test system within 10 minutes. No action was taken based on device results. No adverse event reported. No quality controls were used. Information suggests comparison was performed in the home. Requested return of suspect test system and replacement was sent. Compact plus test system: meter, strip lot 20654961, exp 4/30/08, cat/ 3149072.